Event description:
Pt underwent cataract surgery on 09/01/99, and implantation of a staar model aa-4207vf intraocular lens in the right eye. During the insertion process, the surgeon noticed the lens went south. The surgeon said there were no tears noticed prior to insertion. Delivery was smooth. The lens was removed. Anterior vitrectomy was done and another lens was implanted over the remaining posterior capsule. Eight days postop, vacc was 20/50 and vasc was 20/70. The cornea was clear and prognosis good.